Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis in a patient coincident with dianeal unknown 2.5% therapies were amended to dianeal pd2 2.5% therapy. On (B)(6) 2012, the patient experienced peritonitis. On that same date, the patient began remedial therapy with a fourteen day courses of ceftazidime (1 gr,frequency not reported, ip), ciprofloxacin (500 mg, daily, orally), and fluconazole (200 mg, daily, orally) and a seven day course of amikacin (100 mg, frequency not reported, ip). The outcome was unknown.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. Therefore, the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.